Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to patient anatomy and impedance issue. A new lead with the same model was implanted. No adverse patient effects were reported.